Event description:
It was reported the customer received a scroll wrap safety notification on their insulin pump. The customer stated there were times where they would accidentally hit the act button because they had scrolled too far the wrong way. Customer stated they were not injured or hospitalized from the scroll wrap feature. The customer requested a replacement insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Insulin pump received with all button responding properly. Insulin pump received with cracked case on display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.